Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: review of the black box data and pump histories revealed the basal total daily dose history appeared to be inaccurate due to an unconfirmed replace cartridge alarm recorded on (B)(6) 2017 at 01:20. Insulin deliveries resumed that same date at 08:53. The pump had been manually suspended on (B)(6) 2017 at 10:42 and then manually resumed at 10:20. The pump was again manually suspended on (B)(6) 2017 at 10:43 and manually resumed at 10:50. During investigation, the pump powered on normally and was exercised for 24 hours without any variation in the programmed basal delivery and what was recorded in the basal history. The total daily dose correctly reflected the programmed deliveries. Investigation did not duplicate the complaint and the pump was found to be delivering as programmed without malfunction. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal delivery totals in the total daily dose did not match the active basal program total. There was no known cause for the variation. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.